Manufacturer narrative:
This event was inadvertently filed. This was a training issue. Tandem technical support educated the customer regarding pump functions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was not initiating the quick bolus feature. During troubleshooting with tandem technical support the wake button was functioning as intended. There was no reported impact to customer's blood glucose level.